Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, other evaluation findings include the following: charge coupled device flooding, connector cracked. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): if an abnormal endoscopic image or function occurs and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out from the patient. Continued use of such a device may injure the patient, cause bleeding or perforation. Do not strike or drop the device. Do not drop or bump the device. Water leakage may cause damage to the internal circuitry of the device. The most probable cause of the complaint is cause linked to device but unable to trace more specifically. Olympus will continue to monitor the field performance of this device.

Event description:
It was further reported that the issue was pointed out by the inspector during maintenance inspection. There was no patient involvement.

Event description:
The customer reported to olympus, the camera head image was abnormal. There were no reports of patient harm.

Manufacturer narrative:
E1 facility name: (B)(6). The device was returned, and the investigation is ongoing. Follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.